Event description:
The customer's father reported via phone call that the customer received a button error alarm. Customer was unable to resolve the alarm with a battery change. The customer's blood glucose was 142 mg/dl. The father could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked lcd, cracked case at display window corner, cracked battery tube threads broken belt clip slot, broken reservoir tube lip and stained end capsticker.